Event description:
It was reported via repair work order that the motion interrupt pan was missing from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.